Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the event date. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows multiple successfully finished treatments on that day. The logfile shows the energy is stable during treatment day. The logfile shows the left eye was treated twice. Both treatments of the left eye were finished successfully without any issue. There is no suction break during treatment. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. A clinical review was done: the treatment report shows two completed flap procedures on the left eye. The reason was an involuntary eye movement at the end of the flap procedure (without a full suction loss) when the laser was creating the side cut. Because of the eye movement beneath the suction ring, the side cut in the cornea was incomplete. According the report, they applied immediately a second flap cut on os to create a side cut only (energy setting for bed and canal to lowest). The root cause for the incomplete side cut is not related to the device but rather to involuntary rapid and strong eye movements of the patient. There are no issues during flap lift and the following refractive treatment reported. No technical root cause was identified as the product was found to be within specifications. According to the information in complaint the root cause is involuntary rapid and strong eye movements of the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a suction break during lasik flap creation of the left eye right before the side cut. The procedure was completed the same day without patient harm or change to treatment.